Event description:
The customer reported via phone call that the insulin pump went into threshold suspend when his blood glucose level was higher than his sensor glucose reading. The customer's sensor glucose reading was 67 mg/dl but his blood glucose level was 42 mg/dl. The insulin pump did go into threshold suspend even though his blood glucose level was low. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.